Event description:
A complaint was received by go medical (the MFR) from (B)(6) in (B)(6) that there was approx 5 flow control tubings designed to deliver 10 ml over 24 hours (fct) that delivered 10 ml in a 12 to 16 hours period. The fcts were used for infusion analgesia such as morphine and ketamine. Despite these reports of higher than normal infusion rates, no adverse events had been noted with respect to pt response. Samples of affected product from the batch were not return however some unused samples were returned for investigation. It was noted that some of these resulted in a flow rate higher than the acceptable limit, however no where near the 12-16 hour period. As a result of the complaint and initial investigation go medical decided to recall the affected batch (b/n (B)(4)) which could possibly result in a serious adverse event if the flow rate was fast. This batch was only distributed in (B)(6) and not to the USA. The recall was initiated on (B)(6) 2010. Subsequent to the recall it was determined that the observed fast flow rate was most likely attributed to a small leak in the fittings within the delivery system. The flow path of fluid from an fct to pt consists of a syringe of analgesia driven by a pump (springfusor), which connects via a luer fitting to the fct which is a single narrow bore tube where the flow is controlled by the restriction of the tube. The end of this tube is connected intravenously via a cannula to the pt. A small leak in the fitting between the syringe and fct or fct and cannula would be barely noticeable to the pt due to the very low flow rate, however the syringe would appear to deliver the contents in a shorter time. Such leaks could be caused by overtightening of fittings by the user. This was determined as the most likely cause of a fct appearing to deliver a fast flow rate of 10 mls in 12 hours. During a recent audit of go medical by the FDA an observation was noted when the complaint described above was reviewed. It was observed by the auditor that the complaint should have been reported to the FDA as a MDR as a recall was initiated, even though it was confined to (B)(6) only. This report is intended to represent retrospective notification to the FDA of the product malfunction and recall initiated in (B)(6). No product from the recalled batch was distributed into the USA and the product is supplied to the USA in small quantities only.